Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. It was also verified that all internal components were properly secured, and no physical damage was observed on the display screen or exterior chassis. Inspection of the I/o connector¿s revealed physical damage at port one of the front panel. One of four electrical contacts have been damaged resulting in the reported connectivity issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to physical damage at port two of the front panel connector. The event which resulted in the accidental damage was not communicated and remains undetermined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report

Event description:
During an sacroiliac joint lesion, the generator consistently read an o/c on port 1. The adapter and electrodes were changed three times, but the issue did not resolve. The procedure was aborted with no adverse patient consequences.